Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of that the pump was not delivering some of the boluses. The customer's blood glucose reading was 9.5 mmol/l. The customer stated that the pump went on suspension after each bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump programmed with multiple basal rates and monitored using the standard profile; the units remained on the standard profile during testing. No unexpected basal anomaly switching from standard to pattern a or pattern b noted during our testing. The insulin pump was programmed with multiple bolus deliveries; all boluses delivered properly and all boluses were registered properly in the daily total history noted. There was no unexpected suspend anomaly noted when boluses were delivered. No bolus delivery anomaly noted. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.